Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 105) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and a service code 105 (pulse test relay stuck). The cause for the failure was isolated to a shorted q600 component which caused thermal damage to multiple components of the pca board. The root cause for the shorted q600 could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 105 (pulse test relay stuck) and 204 (belt/monitor unusable).